Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the unit's disclosure hard drives and reprogramming the ambulatory transmitter. System was safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.